Event description:
Consumer complaint of blood result reading of "hi." Customer has been to the doctor and he was told that his glucose was reading 375. Performed the back to back blood test, hi and hi. The customer states that his expected blood glucose range is between 300 mg/dl - 375 mg/dl. The customer confirmed the vial of test strips were first opened on (B)(6) 2015. The customer stores her meter and test strips inside the carrying case in her bedroom. I verified the strips are within the expiration date (07/26/2017). Reviewed meter memory (the date/time are not setup correctly): (B)(6) 10:22 pm hi; (B)(6) 10:11 pm hi; (B)(6) 7:40 pm 294. The customer states that he feels well and does not need any medical intervention. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).